Event description:
A tandem mobi cartridge alarm prompted a caller to report the issue. There was no adverse impact on the customer's blood glucose level. Tandem technical support confirmed the occurrence of cartridge alarm 34, and the customer did not expose the pump to external magnets or encounter the issue during the loading process. Although there were no prior reports of this specific alarm with the pump serial number, consecutive cartridge alarms were noted. Technical support resolved to replace the pump. In the interim, the customer opted to continue using their current pump and consider an alternate method if necessary. The pump was under warranty, and arrangements were made for the return and replacement of the faulty pump, including instructions for storage mode and cgm connection with the new pump.